Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responding to button presses. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the ok, up arrow and down arrow buttons required several presses on the keypad in order to elicit a response. It was also stated that the ok keypad button gradually became worse and that it was harder to get it to respond. The patient reportedly wore the pump in a pocket and did not clean the pump.